Event description:
The account alleged that the bed is not sending a nurse call when the patient positioning monitor alarms. Al stated there were no injuries.

Manufacturer narrative:
The account replaced the sidecom board to repair the bed.